Event description:
It was reported that the compressor had leakage to due to a defective air hose. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. It was found out that there was leakage in the air hose that is connected to the compressor. The hose is replaced and the compressor passed all the safety and functional tests and returned to clinical use. The root cause of the leakage was defective air hose.